Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that there is massive visible damage at plate hole va5. We have to assume the damage may be caused by an instrument and not by the screw. No product fault could be detected.

Event description:
It was reported that the screw went through the hole of the plate. The screw could not be locked in distal row. During the operation the surgeon used the guiding block, and the quick drill sleeve so it is not possible that the hole was damaged by the drill. Also, he used a torque limiter to avoid overloading. The screw could not be removed by the driver in this case, so he opted to remove it from ventral to dorsal. When he removed the screw and plate, the products were damaged. Another plate was inserted and the operation was finished. This is report 1 of 2 for complaint (B)(4). This report is on the screw.